Manufacturer narrative:
The device history record for the lot number will be reviewed.

Event description:
Company received a report that a flange component disconnected from the tracheostomy tube. The tracheostomy tube was inserted into the patient on (B)(6) 2011. The caller stated they were able to reattach the flange to the tracheostomy tube and the device is still being used on the patient.